Event description:
A customer reported that the one link needlefree connector caused no flow while in use on a patient. The nurse stated that the connector was causing downstream occlusion alarms. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.